Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
The article, "repeated aortic root thrombosis during mechanical left ventricular support after bentall procedure in a marfan patient", was reviewed. The article presented a case study of a 42-year-old female patient with a history of marfan's syndrome and acute type a aortic dissection complicated by a large anterolateral myocardial infarction from left main coronary artery occlusion. A 25 mm epic valve was selected for implant for an emergent bentall procedure on an unknown date. The device was implanted. On postoperative day 12 computed tomography (CT) showed a patent prosthetic aortic root. Repeat imaging on postoperative day 42 revealed complete thrombotic occlusion of the prosthetic aortic root despite therapeutic anticoagulation. On an unknown date the patient developed profound left ventricular dysfunction that required prolonged mechanical circulatory support with an impella 5.5, which was continued for over 50 days. The patient was also complicated with bleeding from a giant uterine fibroid that led to frequent transfusions, interruptions of anticoagulation, and eventual uterine artery embolization. Imaging later demonstration thrombus formation at the impella tip. The patient was converted to extracorporeal left ventricular assistance device (ex-lvad) support. On an unknown date the patient developed mediastinal infection with enterobacter aerogenes that was managed with 3 months of cefepime, repeated surgical debridement, and negative-pressure wound therapy. After the infection was managed, a redo bentall procedure was performed. The epic valve was explanted, and a 21 mm avalus bioprosthetic valve was implanted. On follow-up imaging, however, the recurrent thrombotic occlusion of the prosthetic aortic root occurred again. The patient remained on prolonged mechanical circulatory support. [The primary and corresponding author was takami yoshiyuki, department of cardiac surgery, fujita health university school of medicine 1-98 dengakugakubo, kutsukake, toyoake, aichi 470-1192, japan, with corresponding e-mail: mytakami@fujita-hu.ac.jp.]